Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain info, at this time add'l info was not received. (B)(4).

Event description:
A tech reported a pt's right eye was not healing as expected three months following lasik treatment. The pt reported vision is not clear. Add'l info has been requested.